Event description:
Procedure type: lap prostatectomy. According to the reporter: when the surgeon was inflating the balloon using the syringe, a pop sound was heard after a few pumps. Afterwards the balloon would not inflate. When the surgeon removed the balloon from the patient, it was noticed that the plastic sheets and the balloon had detached from the cannula. The components were removed by the surgeon and a new balloon dissector was used to complete the surgery.